Manufacturer narrative:
Per the good faith effort response received, it was confirmed that according to the manual, the issue is caused by a gas delivery system module problem, and the customer was advised to replace it with a new one. The customer declined service and repair. No further information could be obtained. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened and a supplemental report will be submitted.

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the device is getting an error message for low leak and co2 rebreathing risk. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. No medical intervention was provided to the patient. No delay to therapy was noted.

Manufacturer narrative:
H10 e1 - reporter phone number -(B)(6).